Manufacturer narrative:
The device was returned for analysis and, upon interrogation, was found to be in backup mode. The reported incident was reproduced in the lab by testing the device in cold temperatures. The anomaly was determined to be caused by exposure to cold temperatures noted the day backup mode occurred.

Manufacturer narrative:
(B)(4).

Event description:
The pacemaker was found in vvi back-up mode prior to implant. The device was not used in the patient and a different pacemaker was implanted.